Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer reported the device was bent, found during reprocessing, involving an olympus rigid video laparoscope. There was no patient involvement.